Manufacturer narrative:
Investigation results: a wallflex biliary rx stent and delivery system was returned for analysis. The stent was received fully constrained within the delivery system. Visual evaluation found no signs of damage on the delivery system or the stent. Functional analysis found that it was possible to deploy the device with no issue. The device was returned with no signs of damage noted, and deployed without an issue during product analysis. The complainant confirmed that the correct device was returned. Taking into consideration the analysis of the returned device and the details of the complaint the most probable root cause classification is not confirmed. There was no evidence of the alleged issue or any defect which could have contributed to the event. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on march 07, 2017 that a wallflex biliary uncovered stent was to be used to treat a 2-3 cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complaint, during the procedure, the catheter broke around the guidewire exit port and the stent failed to deploy. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 07, 2017 that a wallflex biliary uncovered stent was to be used to treat a 2-3 cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complaint, during the procedure, the catheter broke around the guidewire exit port and the stent failed to deploy. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be fine.